Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the alleged post-operative complication experienced by the patient. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted har procedure, the patient developed post-operative peritonitis and required emergency operation. However, at this time, the root cause of the post-operative complication is unknown.

Event description:
It was reported that after undergoing a da vinci-assisted high anterior resection (har) procedure, the patient developed post-operative peritonitis. As a result, on post-operative day #2, the patient underwent an unspecified emergency operation. On (B)(4) 2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative and the following additional information regarding the reported event was obtained: the surgical procedure was recorded on video. However, the video is not available for isi to review since there were no reports of any issues during the da vinci-assisted surgical procedure. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure which was completed robotically. The root cause of the post-operative peritonitis is unknown. It is unknown what specific medical/surgical intervention was administered during the emergency operation. The patient is currently recovering.